Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported. Additional information obtained from the field which indicated that this was not implanted to this patient.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This report is being filed, because the initial report was sent in error. The lead remains in service and was implanted to a different patient.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.